Event description:
Customer reported the lemo receptacle has bent pins. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo receptacle. System operates as intended.